Event description:
It was reported that a xience v stent was not able to be advanced across the severely tortuous distal right coronary artery (rca) lesion during the stenting procedure on (B)(6) 2009. It was removed and a second, shorter xience v stent was advanced successfully across the lesion. Subsequently, 2 xience stents were successfully implanted in the mid and distal right coronary artery (rca). At the conclusion of the procedure, angiography revealed the possibility of small intimal dissection in the proximal rca. No treatment was provided as the dissection had not progressed. The following day, the patient was found to have mildly elevated cardiac enzymes. No treatment was provided. The patient was discharged home 2 days after the procedure and was scheduled for intervention in the proximal circumflex 6 days later. However, 5 days later, on (B)(6) 2009, the patient experienced chest pain and right lower extremity discomfort. ECG and cardiac enzymes were negative for myocardial infarction. The patient then underwent the planned xience stent implantation in the proximal circumflex artery. The symptoms resolved, and the patient was discharged 2 days later. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: stent: 2.75 x 18 mm xience v. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.